Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received 17 samples and 1 photo for investigation. Upon visual inspection, 2 out of the 17 returned samples failed due to improper assembly, while none of the samples showed issues with collapsed tubes or foreign matter. Additionally, 12 samples exhibited molded part defects, and 3 samples had damages. No returned samples were tested for low or no draw due to concerns of contamination. The analysis of the customer photo confirmed defects such as other damage to product/component, molded part has defects, and improper assembly, and also identified underfill and collapsed tubes, however, foreign matter was not observed. A total of 20 retained samples underwent functional tests, all of which were within specification. Furthermore, 30 retained samples were visually inspected for damages, collapsed tubes, fm, stopper defects, and improper assembly, with none of the samples failing these inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: collapse, damaged, draw volume, improper assembly and molding defect. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.